Manufacturer narrative:
The pump was returned to animas to eval. The keypad was found to be intact; no peeling or lifting was observed. All keypad buttons were intermittently responsive during testing. It was observed that the buttons no longer spring back when pressed. During investigation, the up arrow and ok key contact were observed to be misaligned. There was evidence of keypad contamination found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the ok button requires multiple presses to respond. He confirmed that the keypad is intact, and stated he cleans the pump with an alcohol pad. The pt denied exposing the pump to water.